Event description:
The customer reported the table's leg extension was damaged. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension was replaced. The system was then found to be operating as intended.